Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastro-entero anastomosis procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that two axios stent and electrocautery enhanced delivery system were to be implanted during a gastro-entero anastomosis procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed fully covered by the outer sheath and another axios stent was attempted to be implanted; however, the same issue occurred. A different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed for a gastro-entero anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastro-entero anastomosis procedures.